Event description:
The customer reported being in the emergency room due to high blood glucose 660mg/dl. The caller was treated and then released. The caller believes the insulin pump was not working properly and ended in the hospital. Troubleshooting could not be performed as customer had removed the battery of the device for three weeks. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.